Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The event was manifested by diarrhea and cloudy effluent. On an unreported date, the patient was hospitalized for the event. The patient was treated with intraperitoneal ceftazidime (for five days; dose and frequency not reported) for peritonitis. After five days the cloudy effluent cleared for an undetermined amount of time. On an unreported date, the effluent again turned cloudy. It was reported the patient¿s condition got worse (not further specified). On an unreported date, the patient was determined to have sepsis. On an unreported date, the patient died. The cause of death was reported as sepsis. It was not reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.